Event description:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of pelvic pain ("pelvic pain") in an adult female patient who had essure inserted. Additional non-serious events are detailed below. There was no information on the patient's medical history or concurrent conditions. In (B)(6) 2016, the patient had essure inserted. An unknown time later she experienced pelvic pain (seriousness criterion medically important), abnormal uterine bleeding ("abnormal uterine bleeding") and device failure ("failure defect"). Essure treatment was not changed. The reporter considered abnormal uterine bleeding, device failure and pelvic pain to be related to essure administration. The reporter commented: intention to remove. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of pelvic pain ("severe short pelvic pain") in an adult female patient who had essure inserted. Additional non-serious events are detailed below. There was no information on the patient's medical history or concurrent conditions. In (B)(6) 2016, the patient had essure inserted. An unknown time later she experienced pelvic pain (seriousness criterion intervention required), abnormal uterine bleeding ("minimal short abnormal uterine bleeding") and sexual dysfunction ("minimal short sexual dysfunction"). Essure was removed in (B)(6) 2023. The patient was treated with surgery (salpingectomy (bilateral)). At the time of the report, the outcomes for these events were unknown. The reporter considered abnormal uterine bleeding, pelvic pain and sexual dysfunction to be related to essure administration. The reporter commented: impact on lifestyle. Follow-up (B)(6) 2023: the patient had essure removed in (B)(6) 2023. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: 27-jan-2023: essure removal reported, as reported events pelvic pain, abnormal uterine bleeding updated, new event sexual dysfunction added.outcome added as unknown. Failure defect. Reported as 'no' so events failure defect (incl other organ damage) device failure and injury nos were deleted. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of pelvic pain ("pelvic pain"), abnormal uterine bleeding ("abnormal uterine bleeding") and injury ("failure defect (incl other organ damage)") in an adult female patient who had essure inserted. Product or product use issues identified: device failure, defect ("failure defect (incl other organ damage). There was no information on the patient's medical history or concurrent conditions. In (B)(6) 2016, the patient had essure inserted. An unknown time later she experienced pelvic pain, abnormal uterine bleeding and injury. Essure treatment was not changed. The reporter considered abnormal uterine bleeding, injury and pelvic pain to be related to essure administration. The reporter commented: intention to remove. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: 10-jan-2023: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of pelvic pain ("pelvic pain") in an adult female patient who had essure inserted. Additional non-serious events are detailed below. Product or product use issues identified: device failure, defect ("failure defect (incl other organ damage)"). There was no information on the patient's medical history or concurrent conditions. In (B)(6) 2016, the patient had essure inserted. An unknown time later she experienced pelvic pain (seriousness criterion medically important), abnormal uterine bleeding ("abnormal uterine bleeding") and injury ("failure defect (incl other organ damage)"). Essure treatment was not changed. The reporter considered abnormal uterine bleeding, injury and pelvic pain to be related to essure administration. The reporter commented: intention to remove. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The following amendment was made: upon internal review serious criteria was added to adverse event pelvic pain and it was updated to serious incident. No new follow-up information was received from the reporter. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.